Event description:
During a shoulder stabilization procedure the surgeon inserted a bioraptor knotless suture anchor into the glenoid, while attempting to tighten off the sutures and upon removing retention suture, the anchor would not remain in the bone and stayed on the insertion shaft of the device. The sutures were cut free from the labrum and the anchor was subsequently removed and the bone hole was left empty. A second site on the glenoid was prepared and another anchor was successfully inserted.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. (B)(4).

Manufacturer narrative:
One bioraptor, knotless suture anchor was returned for evaluation. A visual inspection confirmed that the anchor was on the insertion device. The device was then functionally tested by tightening the torque limiter and then backing it off a quarter of a turn. The anchor then released freely from the insertion device. The torque limiter functioned as designed and no problem was found. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. The instruction for use (IFU) (B)(4) states: ¿prior to removing the inserter, rotate the torque limiter knob counterclockwise one quarter turn, until a click is heard. This will help ease the release of the inserter from the anchor.¿ (B)(4).